Event description:
It was reported that the patient presented to the emergency room with long episodes of asystole and a heart rate in the 20s with no pacing spikes. The patient had also fallen. The patient was externally paced and given medication. No telemetry or communication with the device could be established, and there was no output. The device was explanted and replaced. Afterwards the patient was admitted to the hospital for unresponsiveness. It was noted that the patient had been given versed for hours during the emergency room visit and device replacement procedure. The replacement device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2006. (B)(4).